Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and training would be available. They were instructed to send the problematic pump back using a return box and pre-paid label provided, and they understood these instructions. No backup therapy was available at the moment, and the customer planned to contact their healthcare provider for further guidance.